Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a prime rewind anomaly. The customer's blood glucose level was 595 mg/dl. The customer treated with manual injections. Customer stated the pump blanked out when attempting to prime. The customer performed the displacement test and received a motor error alarm. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test. No motor error alarm or prime fill anomaly noted and the motor was tested outside the device and passed motor test. The insulin pump passed self test, a21 test and all operating current test were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.